Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5153822). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging device was not hitting properly patient weak up in the morning with headache after restless night. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report complete status, b5, (device) problem code grid and remedial action init, recall (z) number was added incorrectly. In this report correction was made. H1, h5, h10 updated and corrected.

Event description:
The manufacturer received voluntary medwatch (mw5153822). The manufacturer received information alleging an issue related to a CPAP device. The manufacturer received information alleging device was not hitting properly patient weak up in the morning with headache after restless night. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received voluntary medwatch (mw5153822). The manufacturer received information alleging an issue related to a CPAP device. The manufacturer received information alleging device was not hitting properly patient weak up in the morning with headache after restless night. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.